Manufacturer narrative:
The cause of the event cannot be determined. Attempts to retrieve additional information were unsuccessful.

Event description:
Edwards received article "thrombolysis for cardiogenic shock secondary to aortic bioprosthetic valve-in-valve thrombosis," cureus 14(12):e33141. Doi 10.77759/cureus.33141 it was reported a patient with a 27mm edwards pericardial valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. A 26mm edwards sapien 3 transcatheter valve was implanted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information have been unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Article citation: chu j, nath n, attanasio s (december 30, 2022) thrombolysis for cardiogenic shock secondary to aortic bioprosthetic valve-in-valve procedure thrombosis. Cureus 14(12): e33141 doi 10.7759/cureus.33141.